Event description:
My dexcom g7 shut down for periods of more than a half hour (but less than an hour) 7 times in the past 24 hours. This sensor is a 10 day sensor and has 4 days left on it. After the 7th shut down, the app told me to remove the sensor, which I did. This is not the first time I have had issues with the dexcom g7. It often starts to be inaccurate towards the end of its life. Sometimes on day 6 or 7 it will be off 20-30 from my finger sticks.